Event description:
It was reported that during a gastrectomy the cartridge misfired there was a 15 minute delay for surgery. Managed with new cartridge and stapler, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent 3/8/2024 d4 batch # unk the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "cartridge misfired"? -after loading cartridge in ntlc stapler, while pushing the knob, cartridge stapled few lines after that it got stuck in the tissue. 2. Did the device staple? - it stapled few mm (incomplete stapling) 3. If the device stapled, was the staple line complete? -as per ot nurse staple line was incomplete. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B formation was 50% irregular 50% 5. Did the device cut? Yes but incomplete 6. If the device cut, was the cut line complete? No it was incomplete. 7. Were the cut line and staple lines equal? Approximately equal 8. Was the device fired across a staple line? No 9. Did the reload lock out and would not work? Yes 10. Did the reload begin to staple and cut, but then jammed? Yes 11. Did the device staple, but there was no cut line? Stapling and cutline was 40% of total staple and cut line length. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.